Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have multiple input disk broken. Grip input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on grip input disk #6. As a result of the broken inputs the grip cables lost tension.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was used for a surgical task and the jaw would not close properly to close the clip in place. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier instrument was inspected prior to use. The incident occurred when the surgeon tried to clip the tissue. The instrument would not close completely. The medium-large green hem-o-lok clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested. The instrument failed on the first attempt. The issue was resolved with a backup clip applier instrument.

Event description:
Refer to h10/h11 for follow-up information.